Manufacturer narrative:
All previously reported patient codes have been updated. An additional device code was added.

Event description:
On (B)(6) 2016 additional information was received from the representative. Regarding the dose the pump had been programmed to at the refill, the representative did not have this. The case was covered by an "old distribute" and representative still did not have "the correct n'vison". It was confirmed that the pump was programmed correctly after the refill and the patient's symptoms were not a result of a programming error. When inquired if a template used during the refill the reply was "no, there wasn't our refill kit in these case". Observed issues during the refill was noted as only 10 ml was inside the pump and the other 10 ml was inside the pocket and when the physician aspirated "came with blood". The physician just said to the patient that was a leak in the pump it was not specified as from the septum or the side port. At this time no allegation or report of a pocket fill from the physician. After the volume discrepancy was found, was the pump was not successfully refilled again on that same date. Twenty minutes after that attempted refill, the patient started to experience symptoms. There was inquiry if the pump functioned normally after the refill but it was reported that the pump was stopped by the physician. Clarification of problems on the right side of the body per family information meant paralysis. Problems in the brain, per family information, meant a brain injury because of oxygen problems. In regards to the patient injuries and if these resulted in a substantial disruption of the patient's ability to conduct normal life functions, the patient's son said she did not have a normal life after that. There was inquiry as to the delay or timeframe between the event and explant as the overdose symptoms occurred in (B)(6) 2015 and the explant occurred in (B)(6) 2015. Reportedly, after the event the pump was stopped and after the patient's "recovery" they decided to explant the device noting the physician had decided to explant the device.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient in (B)(6) via the representative who was morphine 10 mg/ml at an unspecified dose via an implantable pump. The lot number and concomitant medications were not obtainable. The patient's medical history was reported as "none". The implant date was not obtainable. It was reported that on approximately (B)(6) 2015- during normal use, the patient experienced morphine overdose symptoms after a refill procedure with a reported refill problem. These included respiratory problems, tachycardia, and the patient went into a coma. The patient went back into the hospital into intensive care. After the refill the pump was programmed correctly. Also, after the event the physician punctured the pump and only 10 ml was inside the pump rather than 20 ml. "He" said it was a leak in the pump but the representative was not sure about that. The location of the issue was reported as the device pocket and the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as alive-with injury. Details provided regarding the injury and recovery revealed the patient experienced problems on the right side of the body and problems in the brain (family information). The family said that the patient has injury, not sure if permanent or temporary. However, the report noted temporary injury. The event resulted in an extended hospitalization but the length of time was not known. The pump was explanted on (B)(6) 2015 and either not replaced by the same manufacturer or not replaced at all. The pump was expected to be returned. Additional information has been requested which included the medication dose, if difficulties were encountered during the refill, template use, clarification on programming, location of pump leak, resolution to volume discrepancy, timing of symptoms, clarification of right sided and brain problems, if these symptoms were a substantial disruption of the patient's normal life functions, reason for and timing of explant. If additional information is received, a follow-up report will be submitted.